Event description:
It was reported that the morning post implant, the physician noted on the ECG that the leads were reversed. The leads connection was corrected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.